Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found the relay in the control box had shorted. Due to the short of the relay, water overflowed in the washer subsequently causing the water leak. The technician stated that short of the relay may have been attributed to an obstruction in the suction pump. The service technician reset the relay, ran a test cycle and confirmed the washer to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their 130 cart washer. No report of injury.